Event description:
The complaint was reported as: alleged issue: a pt was having a medical procedure using a maloney rusch tungsten filled bougie and the doctor cut it with a stapling instrument where the tungsten came out into the pt. No pt injury reported.

Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report. A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since the defective sample was not received for evaluation. As a preventive action the involved production and quality personnel were informed about this complaint. No conclusion can be established at this time based on the lack of defective sample. Based on the description of the complaint it was stated that the doctor cut it with a stapling instrument therefore it is unknown the method used by customer. It is necessary to have the physical sample in order to perform a proper investigation. This complaint was notified to the personnel involved on the manufacturing process. Manufacturer will continue to monitor and trend relating complaints.